Manufacturer narrative:
Implant fell in mouth during insertion. The implant shows clear signs of insertion. The function of the insertion instrument/insertion post and implant/insertion post has been checked and is ok without deviation. If the implant is unpacked and inserted in accordance with the valid instruction for use the reason for the complaint is not comprehensible. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Implant fell in mouth during insertion.